Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "swelling around the left implant", "fluid around the left implant" , "textured implants which were recalled" ,"tender, left breast pain" and "swollen". The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle, red tissue material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Reason for reoperation: rupture

Event description:
Healthcare professional reported rupture upon explant.